Event description:
It was reported, during a tkr surgery, that the drill did not fit into the handpiece because the drill guide was bent. It was tried to bend the drill guide back; however, homing still failed. The handpiece test was completed with the drill in (max torque 96): it was able to pass homing. The procedure was performed with the reported handpiece. Set-up was delayed 5 min. The patient was not harmed.

Manufacturer narrative:
The device, intended for use in treatment, was not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. It was reported that when they tried to insert the drill into the handpiece, it would not fit because the drill guide was bent. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. A relationship between the device and the reported event could not be established. Factors that could have contributed to the reported issues are mechanical component failure from bending of the handpiece drill guide support or if debris was stuck in the drill guide support.